Manufacturer narrative:
Additional information: through follow-up, it was reported that at the time of the implant the surgeon verified that the lens handle was broken. There was no use error, it was a factory defect. The lens/cartridge touched the eye. During insertion a defect in the lens was noted and the lens was not inserted into the left eye. It was decided to change the lens and insert a new one. The issue was noted during handling, prior to insertion. The procedure was completed successfully using a back-up lens (same model and diopter). There was no patient injury. No medical or surgical interventions were required. The lens has been discarded. Additionally, information received on patient¿s gender is male; event date was feb. 9, 2023. Doctor¿s full name: (B)(6), with email address of (B)(6). Fields below updated: section a3: gender: male. Section b3: event date: feb. 9, 2023. Section e1: complaint reporter first name and last name: (B)(6). Section e1: email address: (B)(6). Section h6: type of investigation: 4115: device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown; requested but not provided. Date of event: unknown; requested but not provided. If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non preloaded intraocular lens iol had optical damage. It is unknown if there was patient contact. No further information was provided.